Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mdtxsrgpx1 tower door 3 had experienced 20 door failures. A field service engineer had shut down the device and replaced the micro switches on the door, then rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door 3 had experienced 20 door failures in the last 2 months. The customer stated that when the user tried to issue medication to a patient, it caused a malfunction, but there was no delay in the patient care workflow. There were no adverse events or injuries reported based on this event.